Event description:
It was reported that the implant threads on tooth site #4 were damaged. A thread tap was requested.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided . PMA/510(k) number not available.

Manufacturer narrative:
Zimvie did not receive one unknown implant for evaluation. Visual inspection could not be performed. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends. H3 other text : no item or lot number available.

Event description:
No additional or corrected information to report.